Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown however it was reported to have been in place for approximately six months since (B)(6) 2013. According to the complainant, in (B)(6) 2013 (exact day is unknown), a bezoar was discovered on the jejunal tube. The jejunal tube was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Corrected information received on february 20, 2014: the bezoar was discovered in (B)(6) 2013 and the jejunal tube was replaced in (B)(6) 2013 (exact date is unknown).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown however it was reported to have been in place for approximately six months since (B)(6) 2013. According to the complainant, in december 2013 (exact day is unknown), a bezoar was discovered on the jejunal tube. The jejunal tube was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) bezoar on the jejunal tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.